Event description:
Device 2 of 5: reference MFR report #: 1627487-2018-02570. Reference MFR report #: 1627487-2018-02574. Reference MFR report #: 1627487-2018-02575. Reference MFR report #: 1627487-2018-04253. Additional information received identified the patient underwent surgical intervention on (B)(6) 2018 where in 3 of the leads were explanted replaced with another model. Effective stimulation was restored postoperatively. Explant date is added to all the reports as it is unknown which leads were explanted. Additionally ipg was explanted and replaced with a different model.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4, reference MFR report #: 1627487-2018-02570, reference MFR report #: 1627487-2018-02574, reference MFR report #: 1627487-2018-02575. It was reported that the patient experienced an involuntary movement in legs anytime stimulation is turned on. Reportedly, the patient's lead had migrated. As a result, surgical intervention may be pending to address this issue.

Event description:
Device 2 of 4. Reference MFR report #: 1627487-2018-02570, reference MFR report #: 1627487-2018-02574, reference MFR report #: 1627487-2018-02575, reference MFR report #: 1627487-2018-04253 . Additional information received identified the patient also lost stimulation in feet.